Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage on the electronic assembly. Unable to verify pump error 35 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the insulin pump received broken force sensor alarm. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was not dropped or bumped. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was advised to return of the device and revert to a back up plan. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage on the electronic assembly. Unable to verify pump error 35 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).